Event description:
Leica microsystems received information regarding sub-optimal tissue processing. The tissue was described by the complainant as soft on the inside and hard on the outside. As of (B)(6) 2012, leica microsystems has not received information regarding whether the tissue samples exhibiting sub-optimal processing were diagnosable.

Manufacturer narrative:
Bottle 3 (ethanol) was removed from the instrument for approximately 35 seconds at 16:04pm on (B)(6) 2012, which is not sufficient time to complete manual replacement of this reagent. The corresponding reagent station was reset at 16:07pm on (B)(6) 2012. Resetting a reagent station sets the concentration to the default value configured in the reagent types definitions, unless an alternative value is entered into the instrument software by the user; and resets the number of cassettes processed and the number of cycles and days to zero. The properties of the reagent in bottle 3 prior to the user action were: concentration = 80.7%, cycles = 31, cassettes = 3642 and days = 14. The user affirmed in the instrument software that the default value of 100% was to be set for bottle 3 in this case. The actual alcohol concentration in bottle 3 measured using a hydrometer by the leica field support specialist on (B)(6) 2012 was 88%. The instrument software uses concentration on schedule reagent stations when executing a protocol, and the reagent with the highest concentration is always used for the last step before changing to another reagent group or type. As a consequence, bottle 3 was used for the final dehydration step in the three (3) protocols from which sub-optimal tissue processing was reported. The minimum final reagent concentration for ethanol is 98%. Using ethanol at less than the required minimum concentration results in re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in subsequent processing steps, resulting in sub-optimal tissue processing. The root cause for the sub-optimal tissue processing reported was a use error in replacing the reagent in bottle 3 prior to the affected processing runs.